Manufacturer narrative:
Correction to h6-component code from 841 to 4749-light source. Correction to h6-medical device problem code from 1183 to 3005-no output. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Device was returned and the customer's allegation was not confirmed. The device evaluation found no reportable findings. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling: not applicable because there was no evidence that the defect was caused by user misuse olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the light source displayed a sandstorm image. It is unknown when the issue occurred, and there were no reports of patient harm.

Manufacturer narrative:
E1: establishment name: (B)(6) medical center the device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.